Event description:
It was reported that two appropriate shocks due to ventricular tachycardia (vt) and two inappropriate shocks due to bradycardia were delivered involving this device. Low r wave amplitudes were seen resulting in oversensing. It was noted that the patient had electrolyte imbalance. The patient was noted to be on renal dialysis. It was noted that the smartpass filter was deactivated due to possible bradycardia. The patient was discharged home. No adverse patient effects were reported. This device remains implanted.